Manufacturer narrative:
The date of initial implantation was not reported. This report is filed february 12, 2016. Implanted device remains.

Event description:
Per the clinic, it was discovered during initial activation that the magnet of the internal device was reversed. Clinical management of the patient is ongoing. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, february 12, 2016.